Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. Customer changed out the cartridge and infusion set and did not observe any leakage at the luer lock. While troubleshooting with tandem technical support, customer successfully delivered a bolus while disconnected from the site and observed insulin coming out of the end of the tubing. Customer will connect to the site and resume insulin. There was no reported impact to the customer's blood glucose level.